Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing, scratched lens and bubbled downstream occlusion sensor. There was no evidence of the error found in the event history log. The customer reported problem was verified/duplicated. During power up the device alarmed constantly with multiple error codes. It was recommended replacing the main board as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device has a red screen with error code 46011 during testing. No patient injury was reported.